Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 583 mg/dl. She then retested using her elite meter, and the reading was 168 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Troubleshooting showed the system to be operating as designed. The customer felt the meter was reading accurately, and no product will be returned.